Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the risk manager that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the pt's femoral artery. As the iab was being passed through the sheath, it became stuck. As a result, the md removed the iab and the sheath as one unit. The md inserted another sheath over the same spring wire guide (swg) and successfully inserted another iab. There were no reported pt complications or injury. There is no more info available per the risk manager.